Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced frequency, urinary/bowel problems, recurrence and neuromuscular problems. It was reported that patient underwent cystoscopy, bilateral retrograde pyelograms and bladder biopsies with fulguration procedures on (B)(6) 2012 by dr (B)(6) due to bladder lesions, microhematuria and bladder pain. It was also reported that underwent multiple dmso bladder installations for interstitial cystitis by above physician beginning (B)(6) 2012.

Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence on an undisclosed date. The patient experienced pain, erosion of her internal bodily tissue, bleeding, incontinence, dyspareunia and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) dyspareunia. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat incontinence and an obturator sling was implanted.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.